Event description:
Healthcare professional reported right side deflation. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed four openings striated assessed as to surgical damage and non-penetrating nick assessed as to surgical damage scratch like. Additional observations: crease flat observed in the surface of the shell. Wear abrasion observed in the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side deflation. Healthcare professional additionally reported "plug strap separated." Device has been explanted and replaced.

Event description:
Healthcare professional reported right side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Healthcare professional additionally reported "plug strap separated."

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5; d.9; h.3; h.6.